Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: preparing the c1 before use. Leak test failed, flow sensor calib failed-binary valve tests failed, adult flow sensor calib failed no patient involvement.